Event description:
Procedure type: frontal craniotomy fore removal tumor. According to the reporter: the procedure was performed on (B)(6) 2012. The postoperative course was uneventful, but swelling of surgical site was confirmed on (B)(6) 2012. The patient visited the hospital on (B)(6) 2012, but neither swelling nor reddening were confirmed and the patient returned to home. However, on (B)(6) 2012, suddenly the surgical wound broke open without any symptom. Debridement was performed, and gelled duraseal was confirmed by craniotomy. The patient was discharged and is under observation.

Manufacturer narrative:
(B)(4).